Manufacturer narrative:
Int. Ref.: (B)(4). The digitaldiagnost is a direct digital radiography system with flat detector technology based on modular components to allow for customization for all radiographic applications and workload requirements. This radiography system is equipped with ceiling suspended column carrying the x-ray tube, bucky th-s table and bucky vertical wall stand vm with the detector for general x-ray examinations. The bucky vertical wall stand sliding on a floor-mounted rail, optimal for all general x-ray examinations like chest, wall bucky applications, table work, cross table laterals, and angulated projections. The bucky th-s table is a single-side suspended, motorized height-adjustable table, especially designed to use in combination with the bucky vertical wall stand vm. Philips field service engineer investigated the reported problem on site and found a problem with the lock of the beta rotation movement of x-ray tube with the collimator. The misaligned was the collimator light in reference to the lines on the bucky detector. A collision of bucky th-s table with detector of bucky vertical wall stand vm could not reproduced. Philips field service engineer cleaned the mechanism of this lock. After this intervention the system works as specified again. The event was originally reported to the authorities as not enough information was available to make a definite reportability decision. Since that time, additional information was received which revealed that the event does not meet the criteria for reporting. Risk estimation revealed no unacceptable risk. The issue is further monitored and trended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The customer complained misaligned x-ray tube in relation to the detector and table sometimes collides with the detector. No injury occurred.